Manufacturer narrative:
This event occurred outside the us where the similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. (B)(4) implantable pacing lead 2012 (B)(6); (B)(4) implantable pacing lead 2012 (B)(6). (B)(4).

Manufacturer narrative:
Product event summary: the device was returned, analyzed, and no anomalies were found.

Event description:
It was reported that the patient developed endocarditis. The organism was (B)(6). The leads and device were removed. A temporary lead was implanted. A new system was implanted at a later date. No further patient complications have been reported as a result of this event.

Event description:
It was reported that the patient developed endocarditis. The organism was (B)(6). The leads and device were removed. A temporary lead was implanted. A new system was implanted at a later date. No further patient complications have been reported as a result of this event.